Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Postoperative diagnosis- osteoarthritis left hip. It was reported by legal that the patient was revised on (B)(6) 2017 for left total hip arthroplasty. The pre-op diagnosis was failed left hip articular surface replacement arthroplasty. He had elevated acromion and cobalt ions and pain. It was also noted that he had metallosis and a pseudo-tumor. Update ad jan 31, 2018 & feb 23, 2018: medical records and translated document received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ions and pseudotumor. Revision notes reported metal staining. There were no lab results provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.